Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman procedure. Before the transseptal puncture, the physician inserted the versacross rf wire in the patient and while going into the superior vena cava, the rf wire ended somewhere else (no location was determined) based on the transesophageal echocardiogram (tee). Thus, the rf wire was pulled back from where it was and then went across septum successfully, located on inferior and mid. The procedure went smoothly, and no pericardial effusion was seen/noted during or prior to the procedure. However, thirty minutes later, when the patient was in recovery, the blood pressure dropped, and a pericardial effusion was noted. Thus, the patient was brought back into the lab for investigation and a pericardial effusion was noted posterior around right atrium mainly. A pericardiocentesis was done, and the patients' blood pressure resumed back to normal. No other interventions were done. The physician stated that this was caused by the versacross rf wire. The versacross sheath or dilator did not contribute to the ae. No other issues were noted. The procedure was completed successfully. The current status of the patient is unknown. The device was disposed and is not expected to be returned for analysis.

Manufacturer narrative:
Additional information added to "b5 - describe event or problem". The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman procedure. Before the transseptal puncture, the physician inserted the versacross rf wire in the patient and while going into the superior vena cava, the rf wire ended somewhere else (no location was determined) based on the transesophageal echocardiogram (tee). Thus, the rf wire was pulled back from where it was and then went across septum successfully, located on inferior and mid. The procedure went smoothly, and no pericardial effusion was seen/noted during or prior to the procedure. However, thirty minutes later, when the patient was in recovery, the blood pressure dropped, and a pericardial effusion was noted. Thus, the patient was brought back into the lab for investigation and a pericardial effusion was noted posterior around right atrium mainly. A pericardiocentesis was done, and the patients' blood pressure resumed back to normal. No other interventions were done. The physician stated that this was caused by the versacross rf wire. The versacross sheath or dilator did not contribute to the ae. No other issues were noted. The procedure was completed successfully. The current status of the patient is unknown. The device was disposed and is not expected to be returned for analysis. It was further reported that there was no difficult patient anatomy or leads for this patient.